Event description:
It was reported the patient¿s stimulation has not been working for ¿a couple months¿. It was reported the patient had their stimulator check by a manufacturer representative 3 weeks prior to report and they found the leads on their right side ¿aren¿t working right¿. It was reported that ¿some are working, but it¿s not working completely all over¿. It was noted when they tested the leads there are certain leads that are working and they do not know why. It was reported the patient had been reprogrammed but it never worked. Additional information received reported the patient was no longer feeling coverage on their right side like they had in the past. It was noted that on (B)(6) 2013, the patient had a reprogramming session which improved coverage but since that date no further intervention had been taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3986a, lot# n254621, serial# implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).